Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged temperature alarm issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Subsequently, multiple temperature alarms occurred after connecting the pump to a power source. The pump was not exposed to extreme temperatures. Reportedly, the alarms repeated while the pump was charging. Customer's blood glucose was 292 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.